Manufacturer narrative:
This referenced scope in this report is a loaner scope. The loaner scope was sent to the user facility on march 4, 2019 and it was returned to the manufacture on april 26, 2019. The service quality inspection report was reviewed to determine the as received condition of the scope, and it was noted that the scope passed the water leak test and was found to be within specification. The scope was returned to stock. The manufacture was not informed about the infection report not until may 14, 2019. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. On june 7, 2019, the user facility further reported that as per their internal investigation, they have narrowed the cause down to the ice that is used with the saline, and that the ice had been contaminated. The manufacturer will continue to investigate this report to obtain more details regarding the reported event. This report will be supplemented when new and significant information is received.

Event description:
An olympus sales territory manager reported that after a bronchoscopy procedure, the scope cultured positive for mycobacterium peregrinum after reprocessing. The patient was also reportedly found to be infected with mycobacterium peregrinum. The procedure was performed on (B)(6) 2019 and the mycobacterium peregrinum takes 5-8 weeks to grow. The scope was stored in a mass medical scopelocker8s.